Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead and ipg were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.

Manufacturer narrative:
Correction to the fu MDR #3 in field date received by MFR.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein the lead and ipg will be replaced. No device malfunction was suspected with the ipg.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had lead fracture suspected as there were few high impedances that keep changing. Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for an unknown reason.